Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device still had the charge-pak icon in the readiness display after the charge-pak battery charger had been replaced. During device evaluation, physio observed that the device showed all three icons (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to a failure of an internal hybrid layer capacitor (hlc) battery cell, designator bt2. This hlc battery cell, designator bt2 would not hold a charge anymore. The device was out of warranty; the customer approved physio disposing of the device.